Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that pipeline was delivered initially distal to the planned location. The pushwire was brought into the middle cerebral artery (mca) to release some of the stent. Then the stent was withdrawn with partial capture and release again about halfway. The pushwire did not continue to run as before, but was within the flow diverter. A further release was no longer possible as it was no longer coupled to the carrier system. The pipeline failed to open in the middle segment. It was noted the middle segment was positioned in a bend, less than 50% was deployed when it failed to open, and resheathing was performed less than three times. The pipeline had to be completely removed to avoid misplacement, and a replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed a pipeline in the correct position. The patient was undergoing surgery for treatment of an aneurysm of the cavernous internal carotid artery (ica) with unknown size and vessel tortuosity.

Event description:
Additional information received reported that when it was reported "[the device] was no longer coupled to the carrier system," the physician clarified that the pipeline could not longer be moved forward or back and was stuck in the same position. It was noted the device did not prematurely detach from the pushwire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (lot no. A749256) found that the pipeline flex pusher was protruding from within catheter hub for ~44.9 cm. No bends or kinks were found with the catheter body. No apparent damages were found with the catheter distal tip. The pipeline flex braid and tip coil were found partially deployed from within the catheter tip. The pipeline flex embolization device was pushed out from the catheter distal tip, fully deploying the braid. No bends, kinks, or separations were found with the pipeline flex pusher. The pipeline flex pusher resheathing pad was found in good condition. The pipeline flex braid ends were found open. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete to open at middle section (hourglass shape)¿ could not be confirmed as the device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to an atomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. Information regarding patient vessel tortuosity was not known. However, the braid was deployed in a vessel bend. Theref ore, use context likely contributed to the event. H6: method code updated to b01. Result code updated to c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.